Event description:
(B)(4).it was reported that post a coronary artery stenting treatment procedure the patient died. The 80% stenosed target lesion was located in the left main artery (lm). The reference vessel diameter was 3.5mm and the lesion length was 10mm. There was no attempt made for direct stenting. A 3.50x12mm liberte stent was implanted. Residual stenosis was 3%. The stenting procedure was a technical success. The patient was discharged eleven days post procedure without anginal complaints or silent ischemia. The patient experienced cardiac death on the day of discharge. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated; procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.